Event description:
The pt reportedly experienced intermittency followed by no lock between sound processor and the device. The pt was seen at center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Skin flap thickness was assessed and found to be within normal limits. In 2006, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.